Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not fully prime the patient line before connecting. It was also discovered that the patient found a loose connection between the patient line and catheter. Proper procedures were reviewed with the patient. The patient stated they would use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, the home patient stated that there was a loose connection found, which is a known cause of this alarm. In addition, the patient had connected before properly priming the patient line, which can also result in this alarm. It cannot be determined which error caused this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for connecting the solution bags. The guide provides step-by-step instructions for properly priming the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.